Manufacturer narrative:
D10: concomitants: 200-02-35 - three peg patella 35mm 1434497 204-04-55 - trapezoid tibial tray sz 5f/5t 1485030 244-03-05 - optetrak asy, hi-flex ps cem fem, sz 5, right 1465177 pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2009. Approximately 12 years and 2 months after the initial procedure the patient had a right knee revision on (B)(6) 2021. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a coordinated action in (B)(6) county with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected medical device, component, and investigation clinical codes.